Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after deployment of the sutures the lever was lowered for device removal and it was noticed that the knot was hanging loose outside the vessel. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, no additional information was provided.